Event description:
The customer alleged they received questionable carbamazepine results on their cobas 8000 c502 module, serial number (B)(4). The customer provided data for three patients, of which two had discrepant results that were reported outside the laboratory. The customer told the field application specialist (fas) that their carbamazepine quality control was trending down every 2-3 of days. The fas was told that remixing the reagent cassette and repeating quality control did not help, but recalibrating did improve the quality control. Repeat testing was performed on the same analyzer as the initial testing. Both patients received doses of carbamazepine in the morning and had their blood drawn in the early afternoon. The first patient had an initial carbamazepine result of 10.0 ug/ml. The corrected result of 12.4 ug/ml was reported on (B)(6) 2012. The second patient, a male born on (B)(6) 1952, had an initial carbamazepine result of 10.1 ug/ml. The corrected result of 13.2 ug/ml was reported on (B)(6) 2012. The customer was not aware of any adverse affects to any patients due to the erroneous carbamazepine results being reported. The customer thought this event was a reagent settling issue and declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
For the investigation, retention cassettes for carb lots 660271 and 667123 were calibrated on a c502 analyzer and tdm controls were measured over a period of 14 days. The issue the customer saw could not be veriifed.